Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Khan, zahid, et al. (2023). "Inappropriate shocks with subcutaneous implantable cardioverter-defibrillator in a young patient: a case report". Cureus 15(2): e34492. Doi 10.7759/cureus.34492. It was reported in the above journal article that an unknown subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy resulting in device explant. The patient was diagnosed with familial hypertrophic cardiomyopathy in 2009, and a transvenous ICD was implanted in 2010. Three years later, the ICD was explanted due to infective endocarditis. In 2019, after passing pre-implant vector screening, a s-ICD was implanted. Three years post s-ICD implant the patient received inappropriate shock therapy due to a drop in r-wave amplitude and oversensing of noise, and the device was reprogrammed from primary vector to an alternate vector. Two months later, the patient's s-ICD delivered further inappropriate shocks due to oversensing of noise. Device therapy was turned off, and a chest x-ray was obtained which was unremarkable. The case was discussed by a multidisciplinary team, and the s-ICD was explanted according to the patient's wishes (it was noted the inappropriate shocks were affecting the patient's psychological well-being). An implantable loop recorder was placed in order to further monitor for arrhythmias. No additional adverse patient effects were reported. To date, the model and serial number of the s-ICD is unknown.

Event description:
Khan, zahid, et al. (2023). "Inappropriate shocks with subcutaneous implantable cardioverter-defibrillator in a young patient: a case report". Cureus 15(2): e34492. Doi 10.7759/cureus.34492. It was reported in the above journal article that an unknown subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy resulting in device explant. The patient was diagnosed with familial hypertrophic cardiomyopathy in 2009, and a transvenous ICD was implanted in 2010. Three years later, the ICD was explanted due to infective endocarditis. In 2019, after passing pre-implant vector screening, a s-ICD was implanted. Three years post s-ICD implant the patient received inappropriate shock therapy due to a drop in r-wave amplitude and oversensing of noise, and the device was reprogrammed from primary vector to an alternate vector. Two months later, the patient's s-ICD delivered further inappropriate shocks due to oversensing of noise. Device therapy was turned off, and a chest x-ray was obtained which was unremarkable. The case was discussed by a multidisciplinary team, and the s-ICD was explanted according to the patient's wishes (it was noted the inappropriate shocks were affecting the patient's psychological well-being). An implantable loop recorder was placed in order to further monitor for arrhythmias. No additional adverse patient effects were reported. To date, the model and serial number of the s-ICD is unknown.